Event description:
Additional information received from the patient as they reported that patient felt symptoms were worse, patient was not feeling stim and states the program changed from 2 to 3 on its own. Patient had changed back to program 2 and stim at 1.8 comfortable.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4). Pertain to product ID: neu_ens_stimulator, product type: unknown external neurostimulator. (B)(4).

Event description:
Information was received from a trial patient with a neurostimulator for a basic evaluation that began on (B)(6) 2017 the patient could not feel stimulation. Additional information was received from a trial patient on (B)(6) 2017. The patient was not feeling stimulation and has not felt stimulation on either side since the evaluation began. Troubleshooting was attempted but the patient still did not feel stimulation and received a ¿contact your clinician¿ error message when increasing any further. The patient was not feeling any symptom improvement. Additional information was received from a trial patient on (B)(6) 2017. The patient wanted to speak with their manufacture representative (rep). The issues were not resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative. It was reported that troubleshooting/diagnostics performed included turning stimulation up on both sides. The patient was not feeling stimulation but the system was working fine and there were no error messages. On (B)(4) during the percutaneous nerve evaluation and on (B)(6), the manufacturer representative spoke with the patient as well to troubleshoot. The patient was referred to their doctor to discuss an advanced evaluation due to the inconclusive percutaneous nerve evaluation. It was noted the cause of the issues was a suspected lead migration. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.